Event description:
In a voluntary medwatch received from northern michigan regional hospital, the reporter stated that the total wrist implant fractured and required repair. The patient needed a surgical procedure during which the damaged implant was removed and replaced. Attempts have been made to contact the surgeon by telephone and in writing. No additional information is available to date. Please see also MFR report number 3004608878-2008-00024 for the other wrist implant component report.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.